Event description:
It was reported that the lead exhibited loss of ventricular capture in the bipolar configuration. The ventricular output was increased to 7.5 v, 1.5 ms, but there was still no capture. Bipolar ventricular sensing was 1.0 mv; lead impedance was stable at 538 ohms. Measured battery data was 2.75 v, 9 ua, 1.5 kohms. The patient had no recent physical trauma. A chest x-ray was not informative. The lead was capped and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.